Event description:
The customer reported elevated architect stat highly sensitive troponin-I and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was 485.3 pg/ml and repeat result was 558.10 pg/ml. On 2 oct 2025, a new sample from same patient was obtained and sample ID: (B)(6) results were 4.38, 4.12 & 4.45 pg/ml patient information: patient is a 42-year-old male that was tested as part of a health check. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us (architect stat high sensitivity troponin-I), list number 02r98, and a 510k number of k191595.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of complaint and trending data for the architect stat high sensitive troponin-I assay did not identify any trend regarding commonalities for lot numbers and issue. Device history review did not identify any nonconformance's, potential nonconformance's or deviations associated with the complaint lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Sample integrity issues at the time of testing could have contributed to the customer¿s observation. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. For accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. If the specimens contain fibrin, red blood cells, or other particulate matter, including cryoprecipitate, or have been stored at 2-8°c for more than 24 hours, centrifuge before testing to ensure consistency in results. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 77166ud00 was identified.

Event description:
The customer reported elevated architect stat high sensitive troponin-I and provided the following data: on (B)(6) 2025, sample ID (B)(6), initial result was 485.3 pg/ml and repeat result was 558.10 pg/ml. On (B)(6) 2025, a new sample from same patient was obtained and sample ID: (B)(6) results were 4.38, 4.12 & 4.45 pg/ml. Patient information: patient is a 42-year-old male that was tested as part of a health check. There was no reported impact to patient management.